Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that hundreds of ventricular noise reversions have occurred on this device. There were also a couple hundred ams entries that appeared to have been caused by noise. The ams log shows that these episodes, generally lasting no longer than a dozen seconds, have been occurring since the diagnostics were last cleared. The noise was not reproducible with both isometrics and pocket manipulation. Lead remained implanted.